Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The patient was hospitalized and was treated with vancomycin (intraperitoneal) for the event. Pd therapy was ongoing. The cause and patient outcome were not reported. No additional information is available.